Event description:
The company received information that suggested that the trach made the patient bleed. The patient's mother states the trach was in use for 2-3 weeks, and that there was a slight amount of blood noted when suctioning was being performed. Mom states all was routine, and there were no changes in pressure, catheters or technique. Per mom, the doctor did not notice anything abnormal and they did place another trach in the patient. Per mom the current trach has been in place for a month and a half and they have not had any additional occurences of bleeding. Mom is aware of recommended 29 day trach change.

Manufacturer narrative:
Serious injury was selected for this report, because the slight bleeding reported by the customer resulted in replacement of the tracheostomy device. The customer reported that they will return the product to the manufacturer for investigation. The manufacturer will notify the FDA of the results of the investigation.